Manufacturer narrative:
This report is being filed outside the 30 day requirement, as this MDR filing is related to align technology's (B)(4) based on form FDA (B)(4) inspection observations, (B)(4) issued (B)(4) 2010.

Event description:
The attending physician reported that patient noted that his whole tongue swelled up, and the patient's mouth was also swollen, while wearing the aligners. The patient was on the first stage of the aligners, and the swelling started on the 5th day of use. The patient has a pre-existing history of angioedema.